Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted without user intervention every 35 to 45 minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: reboots were observed in the black box download. Black box shows multiple instances of time and date resetting to default following a por. No damage found to the battery compartment. The threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection, power loss and reboots were duplicated. Battery cap contact height and width was found to be in specification. A test cap was used for testing purposes. The pump powers on normal with no alarms. The pump was exercised for 24 hours with the test cap with no further power issues occurring. Pump opened and the internal battery (bt1) found to be leaking.